Event description:
It was reported that patient alert tones triggered and the lead was being monitored. The lead impedance later increased to greater than 12,000 ohms, and the capture threshold was very high. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that patient alert tones triggered and the lead was being monitored. The lead impedance later increased to greater than 12,000 ohms, and the capture threshold was very high. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.